Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The one mercury switch is defective causing it not to go into drive lockout.